Event description:
During evaluation of a returned spectrum iq pump, the device had an improper shut down/ powers on and off during testing. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device was intermittently powering off without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The condition was verified. The cause of the condition was the rear case. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.